Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the replace battery now alarm was received on insulin pump. Customer¿s blood glucose level was unknown. Troubleshoot was performed and customer did not receive a low battery alert prior to the replace battery now alarm. It was reported that the battery was not previously used. Customer states the pump was not dropped. It was reported there were not unattended alarms and received second occurrence of replace battery now without a low battery warning. The pump will be received for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device received with normal operating currents, no unexpected power loss alarms noted during testing.